Event description:
A report was received that the patient's precision system was explanted due to an infection. The physician believes the infection was due to a non bsc procedure that was performed the day after the precision system was implanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted due to an infection. The physician believes the infection was due to a non bsc procedure that was performed (B)(6) after the precision system was implanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.